Manufacturer narrative:
Cs100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cs300 had the display issue. Screen is showing bars on it no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h11. A getinge field service engineer (fse) checked the display assembly and replaced the video receiver board (d670-00-0736) & pcb, inverter, dc to ac (d671-00-0230) to improve the symptoms. Return unit to customer for use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0736 pcb, color video receiver serial number (B)(6). Part number 0671-00-0230 inverter board dc to ac serial number (B)(6). These parts were received with a reported unit failure of - screen is showing bars. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0736 pcb, color video receiver serial number (B)(6) and part number 0671-00-0230 inverter board dc to ac serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After forty-five minutes of run-time the fat dept. Could not replicate the complaint of the screen showing bars. The parts passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 a getinge field service engineer (fse) checked the display assembly and replaced the video receiver board (d670-00-0736) & pcb,inverter, dc to ac (d671-00-0230) to improve the symptoms. Return unit to customer for use.

Event description:
N/a